Event description:
It was reported that the patient surgery was performed initially to clean the auditory external canal. During the surgery, the electrode array was moved and the patient's performance was compromised. The surgeon explanted the device and the patient was reimplanted with another advanced bionics cochlear implant.